Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was corrosion inside the battery compartment and moisture in the display. The battery cap was not returned; a test cap was able to attach securely. The pump failed to power on. Further testing was not able to be performed due to no power to the pump. A leak test showed a leak at the battery compartment. The pump was opened and moisture damage was observed in the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was moisture visible in behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.